Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a "fiber optic sensor failure" alarm. The arterial waveform and pressure numbers disappeared. They had not used a flush on the balloon and the patient had been moving about in the bed. They inserted a radial arterial line to substitute. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a "fiber optic sensor failure" alarm.the arterial waveform and pressure numbers disappeared. They had not used a flush on the ballloon and the patient had been moving about in the bed. They inserted a radial arterial line to substitute. There was no reported injury to the patient.